Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. Updated to correct manufacturing site based on serial.

Event description:
The serial of the stimulator was verified as (B)(4).

Event description:
It was further reported that the cause of the impedance issue was not determined. A company representative met with the patient a week post-operatively and the patient was still doing good and getting good coverage. Attempts to verify the serial of the stimulator were not successful but were ongoing. If this information is provided a follow up report will be sent.

Event description:
It was reported that there were two electrodes, possibly 12 and 14, that were greater than 10,000 ohms, but the lead was not being used and all else checked out fine prior to surgery. At the time of the report, the manufacturer representative was in post-op and programming the patient and getting greater than 10,000 ohms for all but one electrode. The patient was feeling stimulation during the impedance check. The impedances were not tested in the operating room, and only in the recovery room. It was unknown if ionic solution was used in the pocket. The second time they did impedance checks, only one electrode came up 1 ,050 ohms, but all others were greater than 10,000 ohms. Impedances were being run at 0.7 volts. The manufacturer was able to get stimulation for the patient in the area he needed it, and the patient was happy. A few of the electrode impedances had dropped to around 1,050 ohms, and those electrodes corresponded to the patient¿s pain pattern, and the patient was getting good coverage. Information regarding cause of impedance issue was requested that was not reported regarding this event. If additional information is received, a follow-up report will be sent.